Event description:
It was reported that removal difficulties were encountered. The 85-90% stenosed target lesion was located in the non-tortuous and mildly calcified mid left anterior descending artery. A 3.50 x 28 synergy ii drug-eluting stent was deployed for treatment. However, when pulling the stent delivery system (sds) back into the guide catheter, the distal end of the sds would not go into the guide. The physician had to pull everything out and it was noticed that the balloon did not completely re-wrap at the distal tip of the stent delivery system. The procedure was completed and there were no patient complications nor injuries reported.

Event description:
It was reported that removal difficulties were encountered. The 85-90% stenosed target lesion was located in the non-tortuous and mildly calcified mid left anterior descending artery. A 3.50 x 28 synergy ii drug-eluting stent was deployed for treatment. However, when pulling the stent delivery system (sds) back into the guide catheter, the distal end of the sds would not go into the guide. The physician had to pull everything out and it was noticed that the balloon did not completely re-wrap at the distal tip of the stent delivery system. The procedure was completed and there were no patient complications nor injuries reported. It was further reported that resistance was only felt after the stent was properly deployed. The balloon was inflated on nominal pressure and was pulled back quickly.

Manufacturer narrative:
(B5) updated describe event or problem device evaluated by MFR: a synergy ii .50 x 28mm stent delivery system was returned for analysis inside another manufacturers guidecatheter with the hemostatic valve and another manufacturers 0.014 guidewire attached. The stent was not returned as it was implanted during the procedure. The balloon was reviewed and identified that the distal balloon cone appeared to be bunched distally. The balloon was inflated to rated burst pressure of 16 atm, without issue and maintained pressure. The device was deflated successfully under 30seconds. The delivery system was removed proximally from the guide catheter without issue. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found the wire lumen bunched 137.6cm distal to the distal end of the strain relief and another manufactures guidewire was visibly stuck inside wire lumen. The port-bond appeared to be stretched. No other issues were identified during the product analysis.